Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customers blood glucose level was in 138-144 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.